Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. When insulin delivery was resumed an occlusion alarm occurred. The customer's blood glucose level was 600 mg/dl and it was addressed with a bolus. Reportedly, the customer has a lot of scar tissue. It was noted that the customer changed the supplies. The customer declined troubleshooting with tandem's technical support.